Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was transplanted on (B)(6) 2015. The patient was upgraded to 1a status on the transplant list for a suspected internal driveline complication. The customer confirmed there were no pump stoppages, but suspected an internal driveline complication due to a recent history of voltage issues, a past history of a clamshell repair, and driveline trauma.

Manufacturer narrative:
Evaluation of the returned pump identified no device-related issues, and a direct correlation between the device and the reported event could not conclusively be established. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and the distal portion of the driveline was returned in two sections measuring 13 inches and 25 inches, respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were also returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of adhered depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces, upon disassembly of the pump, revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to visually evaluate the underlying wires. The metal braided shield of the driveline demonstrated normal wear for its duration of use. Visual examination of the driveline did not reveal any breaches to the insulation of its wires. The driveline was submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.